Manufacturer narrative:
Date of event: awareness date used as date of event. The device was not available; therefore, product testing on the actual device could not be performed. The device identifiers were not provided; therefore, the device history records for this device lot number could not be reviewed. A review of the device labeling was completed. Elevated iop and iritis are identified in the labeling as known inherent risks of trabecular micro-bypass stent procedure. The IFU adequately provides instructions for stent implantation, precautions, and warnings for the proper use and handling of the device. An adverse event appears to have occurred, but does not appear to have been a problem with the device or the way it was used. The reported events are established risks associated with use of the device, which is clearly specified in the product''s labeling. Based on the information received, the root cause of the reported events could not be conclusively identified. MFR# reference: (B)(4). Please reference report 2032546-2023-00001 for the report of stent obstruction.

Event description:
The following was reported through a review of the abstract titled, ¿two cases showing post-operative complications after istent implantation¿. It was reported that following a left eye (os) cataract plus trabecular microbypass stent procedure, the patient presented on postoperative day nine (9) with the iris root in the stent lumen associated with elevated intraocular pressure (iop). Per report, the surgeon performed a laser treatment, which reduced the iop. Subsequently, five months postoperatively, the patient presented with elevated iop associated with iritis and peripheral anterior synechiae (pas) with the stent completely covered by the iris root. Reportedly the surgeon performed goniosynechialysis (gsl), then subsequently removed the stent and performed a trabeculectomy. The patient's status was noted as "intraocular pressure decreased postoperatively". Any omitted information was not available at the time of report. This report references the report of elevated iop, iritis and peripheral anterior synechiae (pas).

Manufacturer narrative:
The device history record review of the manufacturing lot was performed and there were no non-conformities found to be related to the reported event. MFR# reference: (B)(4). Please reference report 2032546-2023-00001 for the report of stent obstruction.

Event description:
The following additional information was received. Per report, the intraocular pressure (iop) decreased post stent removal, and the patient was being monitored at a different clinic. This report references the report of elevated iop, iritis and peripheral anterior synechiae (pas).